Manufacturer narrative:
The customer reported that the AED is flashing red. The customer stated that they replaced the battery with three different new batteries. It kept flashing red and starting to replace the battery. Defibtech's UK distributor was contacted and requested to reach out to the customer to provide support.

Event description:
The customer reported that the AED is flashing red. The customer stated that they replaced the battery with three different new batteries. It kept flashing red and starting to replace battery. The customer asked if we could provide a lists of accredited service centres in the UK. No device information was provided. They reported that this did not occur during patient use.